Event description:
It was reported that while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety removal was blocked. The following was received from the initial reporter: when did the incident occur? During use. Detailed incident description. Safety removal blocked.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety removal was blocked. The following was received from the initial reporter: when did the incident occur? During use. Detailed incident description. Safety removal blocked.